Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the technical support engineer (tse) to report non-intuitive motion. As soon as call was answered the surgeon stated that they figured out the issue and that they had to adjust their horizon. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The surgeon adjusted their horizon to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.